Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer was using cold insulin. A cartridge change was performed to address the issue. The customer's blood glucose level was 279 mg/dl.